Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device.the sutures had detached from the needles. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. The needle, as received, was detached from the suture but there is no reliable way to determine whether that was a result of a manufacturing error or occurred during use. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass procedure through a trocar. The needle prematurely popped off of the suture strand. This occurred twice during the procedure. There was no patient harm.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass procedure through a trocar. The needle prematurely popped off of the suture strand. This occurred twice during the procedure. There was no patient harm.